Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime/compromised force sensor system, excessive no delivery test, and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with a scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The additional cosmetic damage on the insulin pump was a scratched lcd window. (B)(4).

Event description:
The customer's father reported via phone call that the customer is pregnant and has a blood glucose as high as over 400 mg/dl. Customer is getting no delivery alarms and it is happening all the time. Caller stated that this is the 3rd day the issue has been going on. Customer has changed the set a few times but the no delivery alarms continue. Customer will be sent a replacement insulin pump.